Event description:
I have type I diabetes and use a medtronic insulin pump. I have had a dozen plus incidents of malfunctioning of the infusion sets that deliver insulin. They are quick- set paradigm mmt-397 23 inch lot # 5056217. I have had problems with other lots as well. Since (B)(6) 2013. They have caused my glucose level to raise dangerously ranging from 400-over 600. I have contacted the company and they sent me replacements that had the same problem. I have informed my doctor and been to a diabetic center about this problem. I am still experiencing problems that have made me ill several times. I need help.